Event description:
A customer contacted beckman coulter inc (bci) regarding elevated free t4 (frt4) results generated by the access 2 instrument for two patients: patient a and b samples were tested for frt4 and results for ">6.23ng/dl" were obtained for both patients. The results were reported out of the lab and questioned by the physician. Repeat results were not supplied. It is unknown if patient treatment was affected as a result of this event.

Manufacturer narrative:
A system check performed in 2008, passed. No errors was posted to the event log and customer did not question any results at the time of this event. A customer product line support (cpls) received two frt4 packs from the customer for investigation. Cpls noted a hole on the left side of the particle well on each reagent pack. A missing piece of plastic was found inside the reagent box. Cpls is currently investigating the cause of these damaged reagent packs. A field service engineer (fse) was not dispatched for this event. Even though the frt4 results are unlikely to be the basis to initiate or withhold treatment. On recur; it may have been a reagent pack for a pivotal assay. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Damaged frt4 reagent packs are the root cause of this event. A malfunction will be assumed for the purpose of this report.